Event description:
Additional information received reported all her components were taken out but one was left in. The patient was told it was too dangerous to remove the component but she did not know which one. Per the manufacturer¿s device registry the patient¿s leads were not removed.

Event description:
It was reported the patient¿s device system was removed sometime in 2006 or early 2007 because it was not working so her physician decided on removal. It was noted the patient currently still had a lot of shaking and tremors.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2006. Product type: implantable neurostimulator: product ID 7482, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3387, lot# v005849, implanted: (B)(6) 2006. Product type: lead: product ID 3387, lot# v005849, implanted: (B)(6) 2006. Product type: lead: product ID 7482, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).